Manufacturer narrative:
The device was not returned for evaluation. A review of the appropriate device history records of the superdimension console indicates this device was released meeting all quality specifications.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted to the hospital on (B)(6) 2016 and was discharged to home hospice on (B)(6) 2016. The patient died on (B)(6) 2017 due to progressed stage IV leiomyosarcoma with lung metastases. The site reported the patient's death was not related to the superdimension device or the enb procedure.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was diagnosed with stage 4 non-small cell lung cancer with metastasis to the bone. At the last office visit, the primary care provider offered the patient hospice care. The patient subsequently died on (B)(6) 2017. The site reported the patient's death was not related to the superdimension device or the enb procedure.